Event description:
"First time, dr. Tried to fasten the skin sutures to the cone the tabs broke off." Patient is doing fine.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned evaluation will be completed and final report will be submitted.